Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/14/2016 and confirmed the reported loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. Data log review was performed finding a transmitter error alert confirming the reported failed transmitter. A root cause could not be determined.